Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion and malfunction alarms occurred resulting in an elevated blood glucose level. Bg value was not provided. The customer went to the emergency room. Customer declined follow up from tandem technical support. No additional information was provided.